Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient said that did use a tanning bed and noticed that the ins site became really hot and their toes started to draw. Patient said that all of this subsided once they finished the session and left the tanning bed. When asked, patient said this happened last week, probably on monday. Reviewed information. Patient said that later in the week, around thursday started to experience flu-like symptoms, and also said that wasn't drinking as much and noticed couldn't pee as normal. Patient to monitor bladder symptoms as they continue to recover from the flu-like symptoms and return to their typical fluid intake.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that, patient made a comment on the call when connecting with ins to activate MRI mode that it "takes a minute to connect" and stated, it's kind of slow. Pt stated, it was moving pretty fast on the call and pt successfully connected and activated MRI mode. Patient reported yesterday, when they went to the dentist and they did an x-ray of pt's mouth, pt felt a pulse go down from the simulator down to pt's leg and pt reported today their leg is hurting. Pt stated, this was a panoramic x-ray that pt had done. Pt stated, they noticed this just when the x-ray was being done at the dentist. Reviewed information to try to turn off ins to see if helps with pain and to follow up with hcp to further discuss/check implanted system. Pt also reported, when they have their implant turned up too high sometimes they feel a "drawing" in their toe. Reviewed therapy/stimulation overview and reviewed to decrease stimulation if feeling overstimulation. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.